Event description:
User advance the device through wire guide to desired position and deploy the stent with no issue. User detected the white tip of delivery system detached and fell off in patient's bile duct while the stent deployment almost done. User removed the white tip of delivery system by forceps. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Due to intervention required to remove white tip of delivery system which 'detached and fell off in patient's bile duct while the stent deployment almost done'. The user 'removed the white tip of delivery system by forceps'.

Manufacturer narrative:
Device evaluation: the evo-10-11-8-b device of lot number: c1575870 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 05th december 2019. The returned device lab findings and observations can be referred through the attached files. Polyimide to cannula joint was found to be broken. Handle actuating fine and stent was not returned. Following the laboratory evaluation additional information was requested to help us gain a better insight as to what occurred while removing the delivery system "was the introducer system fully recaptured before removing the introducer system? Yes." Documents review including IFU review: prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evoana-10-11-8-b device of lot number: c1575870 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1575870; upon review of complaints this failure mode has not occurred previously with this lot#: c1575870. The instructions for use ifu0056-5 which accompanies this device instructs the user to"visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." And "the device can be safely removed with the elevator of the endoscope fully down." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer (ref att: (B)(4) imaging review ver 1'). Impression: "per the complaint report, the evolution controlled-release biliary stent was being used to treat a cbd stenosis. The stent deployment system was advanced through the endoscope to the desired position without difficulty. While the stent was being deployed, the physician noticed "white tip of delivery system detached and fell off in the patient's bile duct while the stent deployment was almost done". On the single image submitted for review, there appears to have been a fracture of the inner portion of the deployment system, several centimeters proximal to the proximal radiopaque marker. This is the inner portion of the deployment system in which the stent was mounted on, and through which the deployment wire traverses. On the single image, there does not appear to be any obvious abnormality with this component of the deployment system, barring the fact that it is fractured and still remains within the deployed stent while the remaining portion of the deployment system has been removed. Fortunately, the physician was able to use an endoscopic forcep to retrieve the fractured fragment uneventfully. It would appear the described complication is likely related to the device and/or manufacturing, and not related to human error in terms of physician utilization or deployment." Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed that the device got caught up during deployment. As per additional information received the product was inspected for kinks/damage before use and no issues recorded. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, user removed the white tip of delivery system by forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advance the device through wire guide to desired position and deploy the stent with no issue. User detected the white tip of delivery system detached and fell off in patient's bile duct while the stent deployment almost done. User removed the white tip of delivery system by forceps.